Manufacturer narrative:
The insulin pump was received with cracked end cap and missing end cap. The device was received with cracked reservoir tube, reservoir tube lip and battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the custome's insulin pump is cracked and open. Customer's blood glucose level at the time 156mg/dl. Advised insulin pump would be replaced. No additional information was provided.